Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged response button) was confirmed. As received, the rear response button switch was damaged. The root cause of the damaged response button is physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that there was a damaged response button on a patient's monitor.